Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Number 14 states, "postoperative pain."

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to a fractured liner and pain. The acetabular cup, liner, and modular head were removed and replaced.